Manufacturer narrative:
The follow-up was created to the conclusion of the investigation and update the h6 codes. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of increase in urge/frequency, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient with diagnostic pure sui experienced urinary urgency after altis procedure. Date of procedure: (B)(6) 2015. Date of onset event: (B)(6) 2015. Treatment: mirabegron. Status of the event: resolved on (B)(6) 2019 (device still implanted). According to the investigator, the event is related to the procedure.